Event description:
Surgeon reports development of severe hypopyon 10 days after intraocular lens implantation. An anterior chamber washout was performed and the inflammation is reported to be clearing. Visual acuity prior to event was reported to be 20/50 and now is at count fingers.